Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 8f sheath prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, the sutures of two prostyle devices were successfully pre-placed. However, the physician stated on both devices, the foot plate was unable to fully close. Although unable to fully close, the foot closed enough to where the device was able to be removed from the anatomy without causing damage. A small amount of resistance was felt when removing the devices from the anatomy. The sheath was upsized to a large-bore sheath and the procedure was completed. Hemostasis was achieved via the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Testing of sterile devices returned passed with no anomalies observed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.